Manufacturer narrative:
The investigation showed that calibration and qc results were acceptable. There was no evidence of analyzer malfunction. There is no sample remaining for further analysis, and the patient is not available for redraw. Though it is likely that a sample interferant is present in the patient's samples, the root cause of the event could not be determined.

Event description:
A customer observed false positive total b-hcg results for multiple samples from the same patient tested on the eci analyzer. Results from an alternate laboratory and method were negative. The biased results were reported to the physician. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event. This represents one device out of three used during the course of the incident. This report corresponds to ortho clinical diagnostics inc.